Event description:
Pt contacted dexcom technical support on (B)(6) 2010, to report that she experienced a broken sensor wire seven days after insertion. Pt reported that, upon removing the sensor, she noticed there was no wire attached. Pt reported that she saw the wire protruding from her skin and tried to pull it out. The wire broke as she pulled it, leaving the distal fragment underneath her skin. No medical intervention was required, and pt was fine at the time of her call to dexcom technical support.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.